Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000117, serial/lot : unknown. A medtronic representative went to the site to test the equipment. It was reported that the ethernet coupler for the viewing station of the imaging system was replaced to restore functionality. The connection to the navigation system was restored. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was no connection between imaging system and the navigation system. There was no patient present at the time of the event.